Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker longevity showed two years remaining several months ago and currently reached end of life (eol). Boston scientific technical services (ts) explained that if the gas gauge showed couple of years but the magnet rate was ninety pulse per minute, then magnet rate was more accurate as it indicates one year or less. Additionally, if the right ventricular automatic capture was turned on this could cause rapid depletion. There was an attempt to obtain additional information but the field representative had no further information. This pacemaker was explanted. No additional adverse patient effects were reported.